Event description:
It is reported that during surgery the locking screw went completely through a c-slp small stature plate rather than being stopped by the plate. The surgeon was performing an anterior cervical discectomy and fusion at level c-4 and c-5. As the surgeon pushed the locking screw, the screw went through the plate. There was no patient problem. The surgeon believes that the plate was defective. It was added that there was nothing wrong with the locking screws and expansion head screw. The plate was defective. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.